Event description:
Primary stability not achieved. Another implant size has been placed successfully.

Event description:
Primary stability not achieved. Another implant size has been placed successfully.